Manufacturer narrative:
The explanted device and leads were not returned to boston scientific. Should additional information become available, an amended report will be submitted.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator, right ventricular defibrillation lead, and left ventricular lead were removed and replaced due to infection. No additional adverse patient effects were reported.